Manufacturer narrative:
Product complaint #:(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m all others h6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -the doctor is considering that the cause of the wound separation was a broken suture, but tensile strength of the suture was lost already when the issue found out, so the actual status of the suture at that time was unknown for certain. -it was done for the reverse stitch twice. -it was done that treatment for the wound separation was performed by interrupted suture and continuous suturing on the peritoneum of vicryl. -after treatment, the patient had discharged, and any problems had not recognized for 6 months of follow-up. -the doctor is considered that it was uncertain that the cause of the wound separation was only the suture. The doctor is concerned that the piece of the suture had left, although it was possible that the wound separation was occurred by other factors. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of tlh? The diagnosis and indication for the tlh? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Were there any patient stress factors that precipitated the event of suture breakage post op? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent a robot total laparoscopic hysterectomy on an unknown date and continuous suturing with barbed suture was used for the vaginal stump. The patient experienced wound separation about 70 days after the operation. The operation was 1 year ago. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure¿female date of tlh?¿unk, but about a years ago. The diagnosis and indication for the tlh? ¿unk what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿not reported with abnormality was the fixation loop secured to tissue at the initiation of suture use during the index procedure?¿yes was at least one reverse stitch performed prior to closure?¿yes, 2 reverse stitch was performed what tissue dehisced?¿vaginal cuff were there any patient stress factors that precipitated the event of suture breakage post op?¿unk onset date/time of dehiscence? (# post op days)¿about 70 days after initial surgery how was the dehiscence managed? ¿suture of peritoneal with continuous suture and vaginal cuff square knot with vicryl please describe any surgical intervention required for the wound dehiscence including date and findings.¿re-suture did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿no please describe the appearance of the suture during the second procedure. ¿the suture lose the tensile almostly. What symptoms did the patient experience following the index surgical procedure? Onset date?¿dehiscence other relevant patient history/concomitant medications?¿no what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿the doctor believes that it is not possible to say for certain that the cause of the separation was solely the sutures. Although the separation occurred due to other factors, it is concerning that the ends of the sutures remained. What is the patient's current status?¿recovered lot number?=>unk surgeon¿s name?¿¿¿ ¿¿